Event description:
Related manufacturer reference number: 2017865-2024-33503. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had automatic mode switch (ams) episodes from noise over-sensing and the right ventricular (rv) lead was sensing noise. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.